Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported a button error on her insulin pump. The buttons are unresponsive. The device alarmed low reservoir, and customer could not clear the alarm. Replacing the battery did not resolve the issue. Customer's blood glucose is 184 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).